Manufacturer narrative:
(B)(4).

Event description:
It was reported that the top edge of pump incision may have opened up and they were not sure if infection was present. As per reporter, the patient was on antibiotics. The physician was to check the incision site and may just re-suture or may take pump out depending on what they find. A follow-up report will be sent if additional information becomes available.